Event description:
It was reported, "there is a hair in the packaged tourniquet cuff. The device is still sealed in the packaging." This issue was noticed during pre-op, the device was not used on the patient. There were no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The reported event was confirmed. Visual inspection revealed the presence of a loose hair inside the original packaging. The hair was located in the lower left hand side of the pouch. The potential root cause may be contributed to an inspection issue prior to release of the device from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.